Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked during peritoneal dialysis therapy. The patient was connected at the time of the event. The patient stated that they disconnected and fluid was leaking on the floor. The patient stated that they did not know where the fluid came from. The renal therapy service agent assisted the patient in ending the therapy. There was nothing found during trouble shooting that could have caused or contributed to the reported condition. The registered nurse stated that the patient has dementia and could have connected the supply incorrectly which could have caused the fluid on the floor. The registered nurse also stated that the patient was no longer in peritoneal dialysis therapy but is now using hemodialysis because of their dementia. There was no patient injury or medical intervention associated with this event. No additional information is available.